Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was returned partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that during a sigmoid resection being done by scope, on the second firing with a blue reload, the reload moved out of the jaw. The reload was well fixed in the device before firing. Another device was used to complete the procedure. There was no adverse consequence to the patient. Additional information: it was a brand new device. The anvil jaw and cartridge jaw were not cleaned between firings. The cartridge fell into the patient's abdomen but was retrieved.